Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that patient's inflatable penile prosthesis (ipp) was no functioning properly. A scan was performed, and it was identified that reservoir had ruptured as it was not filled. A surgical procedure was performed, during which was confirmed that the reservoir was completely empty. A new ipp was implanted. No patient complications were reported.